Manufacturer narrative:
The associated complaint device was returned and evaluated. Our investigation found that the flex reamer shaft showed a fracture through the puzzle-cut portion of the shaft. The fracture of the flex reamer shaft most likely occurred in overload. An overload fracture can occur if the mechanical loads applied to the reamer shaft exceed the strength of the material. This is not a single use device; reamer shafts should be replaced periodically based on usage. The device was manufactured in 2000. A review of complaint history for listed part revealed no prior complaints for the listed lot and prior complaints for the listed failure mode. Additionally, since no patient harm is being alleged or anticipated and the surgery was completed, no further clinical assessment is warranted. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.

Event description:
It was reported the procedure was extended 60 minutes due to fracture in orthopaedic instrument.